Event description:
It was reported that two er320 were used during an unknown procedure. It was reported by the affiliate that the clips spitted (ejected), but did not fall into the patient. A new applier was used to complete the case. There was no consequence to the patient.